Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 20:37:18. During night drain cycle five, the patient's ultrafiltration reading was 1337ml, indicating the home patient (hp) drained 1337ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.